Event description:
It was reported that a large volume infusor had refluxed medication when infusing into the device. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: unk. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation containing fluid in the bladder. Visual inspection on the sample via the naked eye noted evidence of leak/backflow at the fill port when the fill port cap was removed. Further examination on the unit revealed the cause of the leak/backflow condition was due to a particle measured to be 2.00 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember. The reported condition was verified. The most probable cause of the particle is due to small plastic shaving from the stressmember stuck under the checkband during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.